Manufacturer narrative:
The reported event of "the disc of the avpii was noted to have tilted and caused left pulmonary artery stenosis" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, an amplatzer vascular plug ii (avpii) (unknown model/lot) was implanted off-label to close a patent ductus arteriosis (pda). An implant sticker was not placed in the patient's chart at the time of implant and the cath lab record cannot be located from 2015, therefore, the device size and lot number are unknown. On (B)(6) 2017, the disc of the avpii was noted to have tilted and caused left pulmonary artery stenosis. The avpii was surgically removed and the pda was ligated. The patient is reported to be recovering. Patient weight is protected under local privacy laws, and therefore is not recorded.